Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2019. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. E. No injury or medical intervention was reported.